Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced glare at night. Hence the lens was explanted and replaced with another light adjustable lens in a secondary procedure. The clinical reason for explant was unable to adapt to lens. Additional information has been received stating that there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).